Event description:
Pt reported approx 4 years ago, immediately after injection of the nasolabial folds with an unspecified "filler" with lidocaine, which could possibly have been juvederm, they experienced an allergic reaction, pain, and swelling at the injection site. Pt reported being treated with "antihistamines and antibiotics the day of injection or possibly the following."

Manufacturer narrative:
Medwatch sent to the FDA on 08/15/2013. Multiple attempts have been made to follow up with the injecting healthcare professional, yet the office would not release pt info without written consent from the pt. Attempts to contact the pt to obtain consent have also been unsuccessful therefore confirmation of the reported symptoms and type of product are unk at this time. Device labeling: contra-indications: pts with known hypersensitivity to lidocaine or to amidetype local anaesthetics. Precautions for use: there is no available clinical data concerning the tolerance of the juvederm ultra xc injection in pts presenting a history of severe multiple allergies or anaphylactic shock. The medical practitioner shall therefore decide on the indication on a case-by-case basis, according to the nature of the allergy, and shall also ensure the specific monitoring of these at-risk pts. Undesirable effects: the pts must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, ect.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Any other undesirable side effects associated with injection of juvederm must be reported to the distributor and/or to the MFR.